Manufacturer narrative:
E1: (B)(6). Device evaluation: one device was received. A visual inspection found the device in good condition with no physical damage. No error code was found during the review of the event history log. During the functional testing, the customer problem was not confirmed as lec 17 doesn´t exist for this device. It was unknown what the cause was for this issue. No further action will be taken.

Event description:
It was reported that the pump displayed "lec 17". There was no patient harm/adverse event.